Manufacturer narrative:
Product analysis #702864339:analysis confirmed the stylus and cursor were not aligned. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was recalibrated. The plastic standoff between the link electronic module (lem) and micro processor unit (mpu) board was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was out of calibration during a patient check. The same programmer was used to finish the check. The programmer was returned for service. No patient complications have been reported as a result of this event.